Event description:
It was reported that during the procedure to implant an rx zeta stent in the mildly calcified, mid left circumflex coronary artery, a dissection of the distal artery occurred. The dissection was treated with the implantation of another stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is listed in the device instructions for use as a known adverse patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.